Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that fluid remained in the syringe after injecting with the bd¿ flu+ syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the physician reports after intramuscular administration of the vaccine the presence of fluid remaining inside the syringe body. No consequence to the patient.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that fluid remained in the syringe after injecting with the bd¿ flu+ syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the physician reports after intramuscular administration of the vaccine the presence of fluid remaining inside the syringe body. No consequence to the patient.

Event description:
It was reported that fluid remained in the syringe after injecting with the bd¿ flu+ syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: the physician reports after intramuscular administration of the vaccine the presence of fluid remaining inside the syringe body. No consequence to the patient.

Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this incident, a picture of the affected sample was provided for evaluation by our quality engineer team. Through examination of the picture, drops of liquid were observed within the barrel component, confirming the reported issue. We have concluded that this defect most likely resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. As a lot number was unknown for this incident, a review of the production history records could not be performed.